Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced a cannula issue with one infusion set. The cannula was crimped. The infusion set was inserted in the upper buttocks. The patient's blood glucose (bg) at the time of the issue was noticed was 160 mg/dl. The infusion set was in use for 4 hours. The patient replaced the infusion set and resumed insulin successfully. No further information available.